Event description:
It was reported that during a percutaneous coronary intervention, difficulty in catheter removal occurred. The lesion being treated was located in the 99% stenotic, severely tortuous and calcified right coronary artery (rca). The physician attempted to advance the 2.5 x 15 mm maverick over the wire balloon along another MFR's guide wire, however, the balloon became stuck at the entrance to the rca. The physician then attempted to remove the balloon, but experienced difficulty while trying to remove it. The physician then removed the maverick balloon along with the guidewire as a unit. The procedure was completed with a different device without further complications and the pt condition is listed as good.

Manufacturer narrative:
Analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.